Event description:
It was reported that a haptic on an aq2010v silicone three lens was crimped, during loading and it wasn't discovered, until after the lens was inserted. The lens was removed and another lens was implanted without any pt injury. The reporter stated, the incident was due to a loading error.

Manufacturer narrative:
Results: visual inspection of the returned product showed that the optic was torn in half and a haptic was bent. There was evidence of a clear surgical residue.